Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance measurements greater than 2,000 ohms. Pacing thresholds and intrinsic r wave sensing were confirmed to be stable. Noise was noted on the shock electrogram (egm), but only during isometrics. There was no evidence of any stored events. No adverse patient effects were reported.

Manufacturer narrative:
Information received indicated the patient planned to be monitored through normal device follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.